Manufacturer narrative:
(B)(4).

Event description:
The complaint indicates that the patient's mother reported a missing sensor wire.. Based on visual inspection, testing concluded that the sensor wire with (B)(4). Is missing from the sensor pod and seal carrier. The problem is confirmed because the sensor wire with (B)(4). Was missing from the sensor pod and seal carrier. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of detached/missing sensor wire is confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: on rare occasions, the sensor wire may break or detach from the sensor pod. If a sensor wire breaks under the skin with no portion of it visible, don't remove it. Contact your healthcare professional if you have redness, swelling, or pain at the insertion site.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a missing wire retained in the patient's skin. The sensor was inserted at the abdomen on (B)(6) 2017. Patient's mother was not able to see a portion of the sensor wire under the sensor pod. Patient's mother took patient to the doctor and an x-ray exam confirmed the retained sensor wire on (B)(6) 2017. No other procedure was performed. At the time of contact, patient has no issues. No additional event or patient information is available. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined. Patient using the device is under two years old. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes.